Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified lesion, in the right coronary artery (rca). The 2.0x15mm rx mini trek balloon catheter was advanced; however, the balloon ruptured at 14 atmospheres. A second rx mini trek was used successfully, and a xience v stent was placed. There was no resistance felt during the process. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear/hole in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.